Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with product return. Visual inspection identified that the blue plastic sleeve was fractured and the fractured portion was not returned. The device exhibits wear and tear. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported that during impaction, a blue plastic part from the handle on the impactor broke and fell to the floor. No adverse event involving patient has been reported. No additional information is available at this time.